Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter responded to an anonymous survey for calibra indicating that the cannula was kinked after applying the patch but the patch still allowed for the buttons to be pressed as if insulin was being delivered. The reporter indicated that the issue was not noticed until blood glucose levels had elevated and the patch was removed to find a bent cannula. No blood glucose levels were reported related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.